Event description:
Updated summary: customer reported having sensor updating and calibration not accepted alerts. Sensor was not inserted in the back of the upper arm. Customer also reported having a low blood glucose and nearly passing out. However, customer did not pass out. Customer said what led up to the low was that the sensor failed early. Low was treated with gummy bears. Troubleshooting was done with the sensor. Customer did not feel okay to troubleshoot the low. Smartguard was likely not used since the user said sensor failed early and that led to the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating, calibration not accepted. The customer reported blood glucose value of 52 mg/dl. The customer reported hypoglycemia, loss of consciousness treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-396a, mmt-7040a, mmt-1884. Troubleshooting was performed. Customer reports receiving a sensor updating alert. Advised to replace sensor as behavior has been occurring longer than 3 hours. Customer does not feel ok to troubleshoot. It was unknown if the customer using pump with in 48 hours. It was unknown if the auto-mode feature was active. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-396a. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.